Event description:
Service department reported the following: (1) a c1000t was returned for service. Reported problems: unsure of problem and unsure of model. (2) the unit leaked during pressure check. (3) the pressure leak was from the fill tube that was visually disconnected from the manifold. If the unit were to be filled, liquid oxygen would leak out the top case vents from the fill tube at the start of fill. The homecare provider confirmed no injury is associated with this unit.